Event description:
The reporter stated that the surgeon implanted a three piece silicone lens model aq2010v and the lens flipped on insertion and the pt's posterior capsule tore. The surgeon removed the lens and performed an anterior vitrectomy and inserted another lens. The reporter stated that the pt was noted to have a very thin elastic capsule.

Manufacturer narrative:
Lens flipped upon insertion. Evaluation: work order search. Results: a visual inspection of the returned product shows a small tear in one haptic at the optic junction. There is clear surgical residue on the lens. Both sides of the optic and haptics were checked for sharp/rough edges and the edges were found to be acceptable. It should be noted that the injector and cartridge were not returned for evaluation. A lens serial work order search was performed for similar complaints within the search and no similar complaints were found.